Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) noise and oversensing which resulted in an inappropriate shock to the patient. The device also exhibited high rv pacing impedance measurements of greater than 2000 ohms. A fracture of the rv lead was suspected; however, there was no confirmation of the fracture. The lead was programmed off at that time. No further interventions have been performed. No adverse patient effects were reported. The device remains in service.